Event description:
Manufacturer review of a pt's vns programming history identified that a faulted systems diagnostics test occurred on (B)(6) 2009 which caused the settings to change. There was no final interrogation performed to verify settings. The settings were corrected on (B)(6) 2009.

Manufacturer narrative:
Analysis of programming history.